Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: during physical investigation a catheter was received. The tube was found broken at 50 cm from the tip of the catheter. Due to the damaged tube it was not possible to perform the aspiration test. Labeling review: as the reported event does not applicable for this complaint as it is a complaint not connected to sterilization or labeling. The user described event involves the device itself and issues with it. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During procedure the device stopped working during the procedure, took device off and noticed that the catheter allegedly flushed very little. Additionally deformation was found due to compressive stress. The procedure was completed using another device.